Event description:
The customer received a blood glucose reading of 254mg/dl on the contour next link, re-tested on a different meter and the reading was 120mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. Test strip information was not provided. Replacement test strips and meter were sent to the customer.